Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was inspected, and it was found in good normal conditions but, the hemostatic valve no was found inside of the hub connector. Friction ring and brim cap remains intact. The dilator was introduced in the hub to verify and it got stuck just inside of the handle. The handle was opened, and the sheath was dissected just in that section and it was found occluded with the hemostatic valve. The hemostatic valve was detached and introduced in the sheath and it could be related with the incorrect insertion of the dilator into the sheath causing the detachment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed for the finished device 00001094 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath, due the conditions observed in the hemostatic valve, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small for which biosense webster¿s product analysis lab identified that the sheath was found occluded with the hemostatic valve inside of the handle. The finding was identified on (B)(6) 2021. During the procedure, the vizigo¿ sheath would not flush with the dilator when trying to test during setup. The vizigo¿ sheath was replaced and the issue resolved. The case continued. No patient consequences were reported. Hemostatic valve dislodgement is MDR-reportable.